Event description:
Boston scientific received information that this right ventricular (rv) lead displaced high thresholds so an x-ray was ordered and found the lead dislodged. As a result, a lead revision was successfully performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.